Manufacturer narrative:
The event of unable to the lv-lead into the device header connector was reported to abbott and confirmed. Analysis revealed lv-lead insertion was being blocked by the lv-setscrew that was turned down in the connector port such that leads could not be inserted passed it. Analysis found the setscrew had been turned down in this position by someone using the torque wrench participating in the implant procedure. In lab testing lv-leads could be fully inserted into the lv connector port with the setscrew not blocking the port, and the setscrew now can be tightened down securing the lead in the connector. No device anomalies were found. This was a user related problem.

Event description:
During an initial implant procedure, it was not possible to insert the left ventricular (lv) lead into the header of the device. A new device was used to resolve the event. The patient was stable.